Event description:
It was reported that a malfunction alarm occurred on pump, identified as malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, and customer successfully reloaded cartridge.